Event description:
Site technician reported to company representative about a flap that did not lift "cleanly" at the side cut. The side cut was reported to have been made, but lifted with a slight rip. Flap was able to be lifted, and procedure was able to be completed. Upon follow up communication with the technician it was learned that the issue was alleviated by surgeon selecting a 120 micron flap. Upon further follow up, surgeon stated that the patient was doing well and flap appeared perfect, post operatively. Surgeon mentioned, after working with a company trainer, a change was made to the energy level and does not expect to have a further issues.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).